Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller reported that the patient has noticed that their stimulator is showing that it is fully charged when normally they see the ins battery deplete ½ to ¾ and charge every day. This began 3-4 days prior to the report and the patient has been in really bad pain/had a return of symptoms since. They could not troubleshoot during the report because the caller was not with the patient. Patient services reviewed how to synch, check therapy status, and how to turn the therapy on. Patient services recommended to call in to further troubleshoot if necessary. They also noted that the patient has an appointment with the manufacture representative (rep) scheduled for next wednesday at 12:30 pm. The caller called back indicating that the device was off and when they checked they were able to turn it back on. The battery is still 80% full. The patient is currently charging and was able to get all 8 coupling boxes shaded and is ¾ full. Patient services reviewed the battery is charging and to continue to charge. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 10/25/2018. The patient indicated that their charger, which they use daily to check and/or charge, without warning stopped working. The cause is unknown as far as the charger goes. No further complications were reported/are anticipated.